Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated that they treated the high blood glucose with manual injection. Customer stated that she is having issues with the bolus feature of her insulin pump. Customer will call back for troubleshooting if needed for high readings. The insulin pump will not be returned for analysis.